Event description:
A malfunction alarm occurred with the customer's pump, and although the malfunction code persisted despite attempts to reset it, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery, and technical support provided guidance on resetting the pump as well as instructions for putting the pump into storage mode before returning it. Consequently, technical support arranged for a replacement pump to be shipped to the customer.